Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report damage to the insulin pump. Customer's blood glucose levels were not included in the report. Advised discontinuation of the insulin pump. Troubleshooting was done. Nothing further reported.

Manufacturer narrative:
Functional testing was not performed due to the end cap was cracked/missing. The insulin pump had minor scratches on the display window and cracked case at display window corner, battery tube threads, reservoir tube lip, and belt clip slot.